Manufacturer narrative:
No products were returned for failure analysis. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "an elderly male underwent an ion procedure with biopsy of left lower lobe. Bleeding was noted after the biopsy. Patient suffered from a cardiac arrest while the bleeding was being managed. He was successfully resuscitated and admitted to the intensive care unit. Per the last communication received, he was in stable condition. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. There is no evidence the event was device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. Bts guidelines for flexible bronchoscopy recommends to liase with a hematologist regarding need for platelet transfusion for thrombocytopenia prior to bronchoscopic biopsy due to a lack of evidence. Bts guidelines for image guided lung biopsy states that a platelet count of <100k/ml is a relative contraindication for lung biopsy. A small case series of bronchoscopic biopsy in thrombocytopenia recommended a platelet count of <20k/ml as an absolute contraindication due to an increased risk of bleeding. The american association of blood banks has no specific recommendations regarding bronchoscopy but recommends a platelet count of >50k/ml for lumbar puncture as well as for major nonneuraxial surgeries." Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023.bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Papin ta, lynch jp, weg jg. Transbronchial biopsy in the thrombocytopenic patient. Chest. 1985. Kaufman rm, djulbegovic b, gernsheimer t, et al. Platelet transfusion: a clinical practice guideline from the aabb. Ann intern med. 2015. Section a2: the patient age was reported to be an estimated.

Event description:
Following an ion endoluminal lung biopsy of a left lower lobe lesion, the patient experienced bleeding and subsequently coded. After the biopsy, during catheter retraction, the vision probe was reinserted, and bleeding was observed. The ion system was undocked, and the patient coded shortly thereafter. The patient had been under general anesthesia throughout the procedure and therefore exhibited no symptoms such as shortness of breath or chest pain. The patient was stabilized with unspecified interventions after approximately an hour and a half and was admitted to the intensive care unit (ICU) in stable condition. No chest tube placement was required. The endoluminal territory associate (eta) was present during the procedure and reported that no system malfunctions or errors occurred, and no allegations were made regarding ion instruments or accessories. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, no response was received.